Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. Clarification to d6a: partial date of 2010 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "started to leak" (deflation).

Event description:
Patient reported "lingering from a long time ago but this year started to leak in". This record is for an unknown side. Device remains implanted.